Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor cutting of the vitreous probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample does not cut. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at bend area, the cutting edge, and on the front of the inner cutter. The sample evaluation does not confirm that the probe had a cut issue. The root cause for the cut nonconformance is due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. The manufacturer internal reference number is: (B)(4).